Manufacturer narrative:
Additional information: image review: the photos show that the tip of the instrument has broken on one side at the lower pivot pin. The tip appears to be bent and this could have caused the fracture. Device evaluation: visual examination reveals the bottom jaw of the pituitary is bent to the left from what appears to be overload through a twisting motion. The shaft of the instrument has cracked at the pivot pin on both sides. These instruments are designed to work in small places and can be overload with excessive force. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient presented with degenerative scoliosis underwent oblique lumbar interbody fusion. Intra-op, the tip of the pituitary was broken. It might have occurred in twisting. The device didn¿t operate even though the handle was pressed, and didn¿t close. The procedure was continued with another instrument. There was no fragments left in the patient¿s body. The product came in contact with the patient. No patient complications were reported as a result of this event.